Manufacturer narrative:
(B)(4). UDI: (B)(4). Concomitant medical product: nexgen cruciate retaining flex femoral component, cat#: 00575001602 lot#: 60881485. Nexgen molded cruciate retaining flex articular surface, cat#: 90597004010 lot#: 61154272. Report source: (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2017-07193, 0002648920-2017-00651, 0001822565-2017-07194. Product location unknown.

Event description:
It was reported that the patient was revised to address instability and loosening. Attempts have been made and no further information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of provided x-rays and op notes. DHR was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required. X-ray review report from mmi indicates loosening of the tibial component, varus tilt of approximately 6 degrees and subsidence of tibial tray. Lateral x-ray shows nonspecific radiolucency at femoral component cement bone interfaces. Review of the primary operative notes does not indicate root cause. Review of the revision operative notes confirms that the patient underwent revision surgery due to massive instability and loosening of prosthesis. The notes state that the femoral and tibial component was loose. Root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient underwent a total knee arthroplasty. Subsequently, the patient underwent a revision approximately seven years post-implantation due to instability and loosening of the entire knee. Operative notes indicated that adipositas of the patient might have contributed to the loosening. The femoral, tibial and articular surface were removed and replaced.